Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter alleged that the pump was not able to perform the rewind step. Reportedly, the pump rewind step activated but the piston was not retracting. It was noted that several attempts to rewind the pump were unsuccessful. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed no evidence of a rewind issue was recorded. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The pump was opened and no defects were found to the motor assembly or internal motor. There was no evidence of moisture corrosion observed inside the pump. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. The complaint of the cartridge piston no retracting during the rewind step was not able to be duplicated during investigation. The pump performed the rewind step with no stoppage and no sticking in the middle of the rewind cycle.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.